Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, elevated tni result obtained on the dimension exl 200 system. Siemens headquarters support center (hsc) evaluated instrument data logs and the information provided. A review of the instrument data did not indicate any abnormal or atypical readings for the samples. Quality control and calibration were within limits at the time of the event. The samples were evaluated for troponin using an alternate siemens technology/methodology, the advia centaur tni-ul troponin method. The sample recovered similar elevated results. The first sample recovered 1752 ng/l and the second sample recovered 533 ng/l. These results are consistent with the results from the dimension analyzer. Hsc concluded that no product non-conformance was identified with the reagent and no product non-conformance was identified with the instrument. The cause is unknown. The device is operating within specifications. No further investigation is required.

Event description:
Discordant, elevated cardiac troponin I (tni) results were obtained on a patient's samples on the dimension exl 200 system. The results were reported to the physician who questioned the result. A cardiac catheterization was performed and no cardiac damage was identified. There are no reports of adverse health consequences due to the discordant, elevated tni results or the catheterization procedure.

Manufacturer narrative:
Original MDR 2517506-2018-00376 was filed 15-jun-2018. Additional information (29-jun-2018): the customer informed siemens that the cardiac catheterization was performed on (B)(6) 2018.